Event description:
Customer reported the system is displaying data, filament, and collimator errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded calibration files. System operates as intended. This MDR is related to ge healthcare complaint.